Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded a red alert for out of range pacing impedances on the right ventricular (rv) channel. The alert was received via remote monitoring and the patient has been scheduled for a clinic visit. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was reprogrammed during the clinic visit and the physician has elected to continue monitoring the system via remote monitoring. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that the minute ventilation sensor was programmed off. The patient will continue to be monitored via the remote monitoring system.

Event description:
Additional information was received that another red alert for high out of range pacing impedances was recorded. A review of the device history also showed a recorded episode of oversensing of the minute ventilation signal. Reprogramming was advised. No adverse patient effects were reported.